Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards learned that a second device, a transcatheter 26mm valve, was implanted in the mitral position using transcatheter valve-in-valve intervention due to moderate regurgitation, severe stenosis, and degeneration. The implant duration of the original device at the time of the procedure was five (5) years and nine (9) months. Both devices remain implanted. Procedure notes indicated "successful placement of a 26mm valve with good result and no significant valvular stenosis or regurgitation and no significant flow across the interatrial septum." The procedure notes also reported "bioprosthetic mitral valve with fusion of 2 cusps due to heavy calcification with diameters and areas." The patient has been discharged.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: device was not returned to edwards for analysis as it remains implanted. Without return of the device the clinical observations cannot be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A root cause for the clinical observations could not be definitively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.